Event description:
It was reported that the patient experienced a sensor failure. The patient inserted the sensor into the arm. According to the patient, on (B)(6) 2025, the patient had a hypoglycemic event. The patient woke up ¿collapsed into a corner, unaware of being in the corner¿, ¿until I woke up at 08:00am miraculously¿. No alerts sounded during the night and the patient thought that was odd. The patient stated that they are hypo unaware and that they really rely on the alerts. When the patient checked the readings of the previous night, he noted that he had experienced a hypoglycemic event and that they had ¿gone into a coma¿. The patient also stated that he had no idea of this ¿until they checked¿. The patient had breakfast when they woke up and did not require any type of treatment. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Performance data was reviewed, and a sensor failure was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.